Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. Patient problem code: f26 ¿ no health consequences or impact device problem code: a0504 - leak / splash

Event description:
Leakage after attaching protector. Leakage was observed from a vial after the protector was attached to the keytruda. Please verify under what circumstances this led to the leak. Per customer follow up: the lot seemed to be difficult to identify when we received it, as we only had the actual faulty item. The assembly fixture seemed to have been used.

Event description:
Leakage after attaching protector. Leakage was observed from a vial after the protector was attached to the keytruda. Please verify under what circumstances this led to the leak. Per customer follow up: the lot seemed to be difficult to identify when we received it, as we only had the actual faulty item. The assembly fixture seemed to have been used.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. It was noted that the needle on the protector penetrated the vial off center, puncturing the metal cap and causing the protector needle to become twisted. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As lot information for this incident was not available, a device history review could not be performed. Based on the sample evaluation, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.